Manufacturer narrative:
It was reported that fluctuating hv lead impedance was noted. The lead was capped and replaced. The patient¿s condition is stable after the event.

Event description:
It was reported that fluctuating hv lead impedance was noted. The lead was capped and replaced. The patient's condition is stable after the event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that fluctuating hv lead impedance was noted. No intervention was performed. The physician decided to monitor the patient. The patient's condition is stable.